Manufacturer narrative:
Review of the device history records for the tibial component identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and loosening of the tibial component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - persona the personalized knee system femur trabecular metal cruciate retaining (cr) standard porous left catalog #: 42502806401 lot #: 62737864, persona the personalized knee system vivacit-e highly crosslinked polyethylene articular surface fixed bearing cruciate retaining (cr) catalog #: 42512000510 lot #: 62775486, and nexgen® complete knee solution, trabecular metal standard primary patella catalog #: 00587806538 lot #: 62726902.